Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Visual inspection: visual inspection of the returned device performed at customer quality (cq) confirmed the condition of breakage, which agrees with the reported complaint condition. The screw was received at cq in two (2) pieces. The break occurred at the transition from threaded shaft to screw head. The shaft shows plastic deformation that occurred prior to it ultimately breaking. DHR review: this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Document/specification review: no product design issues or discrepancies were observed during this investigation. Dimensional inspection: an accurate diameter measurement at location of breakage could not be obtained due to the deformation that occurred prior to ultimately breaking. Investigation conclusion: a definitive assignable root cause for the screw breaking intraoperatively could not be determined based on the provided information. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation and the calculated occurrence rate is below the dcrm limit. No new, unique or different patient harms were identified as a result of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: please note, this DHR review is for sterilization procedure only: part no.: 04.211.040s. Lot no.: l963427. Manufacturing location: selzach. Supplier: (B)(4). Release to warehouse date: 05.jul.2018. Expiry date: 01.jun.2028. Non-sterile 04.211.040 / h645215 was manufactured in us, monument. Manufacturing location: monument. Manufacturing date: 21-may-2018. Part number: 04.211.040, 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 40mm. Lot number: h645215 (non-sterile). This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.211.040.999, 2.8mm ti screw blank 40mm 02.7 variable angle w/sd8 lot number: h569676. Part number: 04.210.160.999, 2.8mm ti screw blank 60mm no head turn/no point w/sd8 lot number: h564768. Part number: 23032, tialnbci2.78. Lot number: h531110. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional procode: hrs. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A device history record review has been requested. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019, surgery for a humeral transcondylar fracture (ao classification: 13-a2) was performed with variable angle-locking compression plate (va-lcp) distal humerus plate with lateral support and medial plate with extension. After the fixation, a limitation of movement was observed when elbow flexion-extension was checked. The surgeon discovered via x-rays that the second and third most distal screws reached the cubital fossa. The surgeon removed one of the two screws, which was found broken in the head part, by opening the fossa. It is unknown whether the opening was an additional incision. There were fragments generated from the broken device. The surgeon used x-ray to confirm that there were no pieces left in the patient. The surgeon extracted the other screw using an unknown driver. The surgery was completed by re-inserting a screw with another angle. The surgery was delayed by less than 30 minutes. Patient outcome is unknown. Concomitant devices: va-lcp distal humerus plate (part: unknown, lot: unknown, quantity: 1) medial plate with extension (part: unknown, lot: unknown, quantity: 1). This report is for a 2.7mm titanium (ti) va locking screw self-tapping 40mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: PMA/510k date correction on (B)(4) was entered as 1/16/2019, actual date should be 2/21/2019. Device was used for treatment, not diagnosis.

Manufacturer narrative:
Part returned to final destination site. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the broken screw was identified intraoperatively. Removal of the broken piece was done before the operation was completed. Another surgery was not performed.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.